Event description:
As the customer reported: diapason system was implanted on (B)(6) 2000, a few months ago ((B)(6) 2011) I started to feel pain in the lower back section, the obvious path was to start with an x-ray of my lower back, which revealed a broken bar.

Manufacturer narrative:
Additional info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.